Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 172mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
A cracked reservoir tube lip, missing end cap sticker, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarms were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.